Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was associated with a device site infection involving the incision and/or pocket. Antibiotics were required. Pocket relocation, battery exchange, and a device revision were scheduled. The issue is ongoing and the outcome was to be determined. The manufacturer representative (rep) indicated they would send any further information as they become aware.